Event description:
It was reported that the patient with this inflatable penile prosthesis experienced erosion as both the cylinders were extruded. Both the cylinders and the pump were removed and replaced to better fit patient anatomy. No further patient complications were reported.